Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 470 mg/dl. Customer treated high blood glucose with bolus. It was unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not wearing sensor so auto mode was not in use at the time of event. Customer declined troubleshooting for high blood glucose. Infusion set had leaks. The insulin pump will not be returned for analysis.